Manufacturer narrative:
The customer stated that the devices are currently being interrogated by their biomed department. Patient diagnosis: guilian barre secondary to infuenza a.

Event description:
It was reported that once the volume to be infused reached zero on a continuous primary nicardipine 125mg/50ml infusion programmed to infuse at a continuous rate of 20ml/hour, the device unexpectedly shut off and blinked "transfusion complete" when the vtbi reached 0. The customer was made aware that this product issue may be caused from the device being programmed with a delayed start, however, the customer responded stating that they tested another device with the delayed start enabled and the device did not shut off when the infusion volume was completed. The customer stated that there were no adverse effects caused to the patient from the event.